Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used for choledocholithiasis during a stone removal procedure performed on (B)(6) 2026. During the procedure, it was reported that the basket was stripped and would not follow wire any further. The procedure was completed with another of the same device. Additionally, a spy and electrohydraulic lithotripsy (ehl) were used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event side car rx torn material. Imdrf impact code f2301 captures the reportable event of additional device required.